Manufacturer narrative:
Approximate age of device- 10 months, 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient experienced acid shock and was admitted to the hospital for further workup and treatment. During admission interrogation revealed a ventricular fibrillation episode and 6 shocks. The patient was seen by an electrophysiologist who observed that what was registered as ventricular tachycardia appears to actually be atrial fibrillation with rapid ventricular rate. Antitachycardia pacing was attempted which resulted in 6 shocks. It was also noted that a possible high voltage lead issue may have been present. The customer is discussing plans for replacing faulty right ventricular lead and possible ablation. Patient underwent atrial flutter ablation and placement of the right ventricular lead. No other alarms, malfunctions, or adverse events were noted.

Event description:
Additional information: it was reported on (B)(6) 2019 that the patient had a recent implantable cardioverter-defibrillator (ICD) change on and noticed increased swelling around the site as well as bleeding from the site as of (B)(6) 2019. The patient was presented to the clinic on (B)(6) 2019 where the bleeding was controlled with pressure dressing and did not require hospitalization or transfusion. The patient will follow up with implanting physician and hold warfarin for one day. No other alarms, malfunctions, or adverse events were noted.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. The account communicated that the patient was admitted on (B)(6) 2019 after being shocked by his automatic implantable cardioverter-defibrillator (aicd) at home due to an arrhythmia. The patient ultimately underwent an ablation for atrial flutter and the right ventricular lead of his aicd was replaced. The event reportedly resolved by 31jan2019. The account subsequently reported that the patient had increased swelling and bleeding at the aicd pocket site on (B)(6) 2019. The bleeding was controlled with a pressure dressing and warfarin was held for one day. The patient remains ongoing on the device; no product is available for evaluation. The hm3 lvas IFU lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on the event.